Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: have these complaints been reported previously? Which harmonic scalpel was being use? (For the timeframe reported, the article states: 5mm and 10mm coagulation scissors system. What product was being used: lcs10, lcsc5, both? Was the usage of the harmonic scalpel attributable to the post-surgical complication reported (incision infection, uroschesi, intestinal obstruction)? Regarding the 4 patients who had uroschesi, urosepsis is a severe illness that occurs when an infection starts in the urinary tract and spreads into the bloodstream. Urosepsis can be life-threatening if it is not treated immediately. ¿ how was the usage of the harmonic scalpel attributed to the uroschesi (if at all)? ¿ what medical intervention was used for these 4 patients? ¿ did the urosepsis become life-threatening for these patients? Did any of the 8 patients have tumors closer to the anus (lower rectal cancer) in the harmonic scalpel group? ¿ tumors closer to the anus have shown more complications compared with tumors at higher levels. Were any of the post-surgical complications related to the patient¿s condition or tissue (as all patients had rectal cancer) what medical intervention was used, if any, for the post-surgical complications? Can we obtain patient specific information for these 8 patients?

Event description:
During a journal article review by xiao yugen entitled "application of ultracision scapel [sic] in open total mesorectal excision" chin j clinicians, march 15 , 2010 , vol.4, the article references that between july 2004 to july 2008, 62 middle & lower rectal cancer patients received tme were divided at random into two groups, and received ultracision scapel [sic] surgery (33 cases) and electrotome surgery (29 cases). Ultracision scalpel was listed as being: 5mm and 10mm coagulation scissors system. Post-surgical complications in the ultracision scalpel group were: 2 patients had incision infection, 4 patients had uroschesis; and 2 patients had intestinal obstruction. "As to the incidence of post-surgery complications (such as infection of incision, uroschesis, intestinal obstruction and anastomotic leakage), the difference between two groups is not statistically significance (p greater than 0.05)." "We believe, the application of ultracision scapel [sic] in open tme is a more reasonable surgical method, and is worth to be promoted as compared with common electrotome."